Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and a "call tech support" error was observed on the screen. Functional testing could not be performed because of the "call tech support" error. The complaint of receiver initialization without a manual restart could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.